Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had high blood glucose level. Customer¿s blood glucose value at time of incident was 315 mg/dl and current blood glucose value was 598 mg/dl. The customer experienced symptoms such as nausea, frequent urinating. Customer stated that the drive support cap appears normal. Customer was not able to complete the troubleshoot. Insulin pump will be returned for analysis.